Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found to be programmed in the 'monitor only' mode, not the 'monitor + therapy' mode. No tachy therapy is available to the patient in the 'monitor only' mode. The physician and field clinical engineer could not determine the reason for the change in mode. The ICD was reprogrammed back to the 'monitor + therapy' mode and the patient will be rechecked at a regular interval.